Event description:
It was reported that the 9600 system monitor would shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The contrast and brightness were adjusted and the connector repaired during the service call. The system was tested and found to be working as intended and put back into service.